Event description:
Programming history database periodic review was performed. A low impedance event has been verified. No known surgical intervention has occurred to date. No additional relevant information has been received to date.